Event description:
Customer experiencing lost sensors. The blood glucose reading is 136 mg/dl. During troubleshooting, the sensor is inserted into abdomen on right-hand side. Advised customer that the sensor may not be working due to being dislodged, bent, retracted or damaged. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.